Event description:
The user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Valve 43 was replaced by the facility technician and discarded. Machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filled at the completion of the investigation.